Manufacturer narrative:
(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens was explanted from the patients right eye during a secondary surgery because the patient complained of unclear distance vision. Pre-operative visual acuity was 0.6, while post-operative visual acuity was 0.5 (decimal). The post-operative measurements showed a sphere of -0.25 and a cylinder of -0.25. The patient was not be able to perform activities which she was able to perform earlier. The lens was replaced with a non-jnj lens. There was no report of vitrectomy, incision enlargement and sutures.